Manufacturer narrative:
Argus case number (B)(4).

Event description:
This product murdered my family, poisoned my crops, and left me for dead (murder). This case was reported by a consumer via interactive digital media and described the occurrence of murder in a patient who received biotene oralbalance unknown formulation (biotene) unknown (batch number unknown, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced murder (serious criteria death). The action taken with biotene was unknown. On an unknown date, the outcome of the murder was fatal. The reported cause of death was murder. The reporter considered the murder to be related to biotene. Adverse event information was received on 14 march 2019. This case was reported by a consumer via (B)(6) interactive digital media. The consumer posted that, "this product murdered my family, poisoned my crops, and left me for dead".